Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported via serf reference (B)(4). "The surgeon asked us to change the 2 complete sets of novae burs on january 18, 2025. According to the surgeon, the 2 sets of burs were worn and no longer milled properly, which he felt prevented him from obtaining satisfactory acetabular support. We had him change sizes 47 to 53 of the 2 sets of burs on january 23, 2025.

Manufacturer narrative:
Correction of product code in section d2b. Correction of common device name in section d2a. Reported event : an event regarding a non-functional ft 47 reamer 47 was reported. Conclusion : technical investigation : the product was not returned, making the technical investigation impossible. Nevertheless this complaint is similar to 6 others related complaints. Conclusion of the technical investigation on the similar complaints is applicable to this one. The most likely causes identified ise: - manual sharpening of teeth. It was noted that the teeth are sharpened manually at the supplier's premises; some teeth are sharpened more aggressively than others, impacting ease of cutting. Corrective action/preventive action: a CAPA was opened with 2 actions : - addition of a new control at the subcontractor level to ensure the aggresiveness specification of the reamers. - opening of a change control to add a cnc (computer numerical machine) machine for the manufacturing of the reamers.

Event description:
No new information.